Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope gasket failed per the hospitals spd dept. No patient involvement.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Corrected section: h-6 device codes: corrected from "mechanical issue" to "insufficient information" . Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope gasket failed per the hospitals spd dept. No patient involvement.